Event description:
The pt reportedly fell and hit the site of the implant. The pt reports a loss of sound. Testing showed that the device was not functioning. Surgery to explant the pt's c1 device will be scheduled.